Manufacturer narrative:
Product analysis summary for resolute onyx (2.0 x 18mm): the stent had displaced distally on the balloon, so that distal stent wraps were positioned over the distal markerband. No deformation was evident to the stent wraps. Crimp impressions were visible on the exposed balloon surface. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a moderately calcified, moderately tortuous lesion located in the obtuse marginal (om) artery. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion and excessive force was not used. It was reported that the stents (2.0 x 18mm and 2.0 x 22mm) failed to cross the lesion. It was stated that the stents did not advance through the vessel. Analysis of the resolute onyx (2.0 x 22mm) showed that the stent has displaced. It was stated that failure to advance the stents through to the vessel was due to displacement occurring while attempting to advance the stent. The patient was reported to be alive with no injuries.

Manufacturer narrative:
Additional information: the stents were removed successfully from the patient. No intervention was required for removal. Correction: product analysis summary for resolute onyx (2.0 x 18mm): the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to stent. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to harden blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent had displaced distally on the balloon, so that distal stent wraps were positioned over the distal marker band. No deformation was evident to the stent wraps. Crimp impressions were visible on the exposed balloon surface. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.